Manufacturer narrative:
(B)(4). The abbott field service representative was dispatched to the account. Fluid, foam, and bubbles had backed up from the waste drain onto the back of the instrument, including the cell-dyn ruby analyzer power cord plug (part 8240051601) and ac inlet cable (part 8921046201), causing an electrical short of both the power cord plug and the ac inlet cable. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and a review of instrument service. No returns were made available from the customer site for this evaluation. Cell-dyn ruby serial number (B)(4) service history was reviewed, and no contributing factors were found. No subsequent reports of smoke/burn issues with the new power cord plug or ac inlet cable were reported after repairs were completed. Historical data was reviewed. No adverse trend was identified for this issue. Product labeling was reviewed and was found to be adequate. The cell-dyn ruby operations manual provides adequate labeling with regard to electrical hazards, operator responsibility, and emergency shutdown. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the cell-dyn ruby power cord plug or ac inlet cable, no product deficiency was identified.

Event description:
The customer observed smoke from the cell-dyn ruby analyzer. The customer heard a popping noise and then saw smoke coming from the analyzer. The analyzer shut itself off and the customer unplugged the analyzer from the power supply. Scorch marks were observed on the back of the analyzer by the power supply. No fire or injury was reported.